Event description:
The customer reported hemoglobin (hgb) blank shift error messages on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/01/2015. The fse removed the hgb chamber and cleaned the interior of the chamber, which appeared to have a film build up; the hgb voltage was adjusted, resolving the event. (B)(4).